Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (60 mg/dl) the customer drank juice to stabilize bg level. Troubleshooting could not be performed with tandem technical support as the alleged bg level issue occurred in the past. In addition, the customer reported that the touchscreen display is discolored (brownish color). Reportedly, the customer will continue to use the pump for insulin therapy. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.